Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with the drive support disk was slightly loose. Also, stuck in the motor error loop during bolus and basal delivery and e70 error alarm was confirmed in the history file; unable to perform the a21 error, occlusion and excessive no delivery test due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing; the motor was tested outside to the device and passed. However, the insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked case at the display window corners, cracked reservoir tube window corners, cracked battery tube threads and minor scratched display window. The insulin pump was missing the end cap sticker.